Event description:
It was reported that the cot was being used to transport a patient, when the cot moved sideways tipped over and landed on its side. It was reported that the patient received spinal immobilization.

Manufacturer narrative:
Information for outcomes attributed to ae has been added.

Event description:
It was reported that the cot was being used to transport a patient, when the cot moved sideways tipped over and landed on its side. It was reported that the patient received spinal immobilization.